Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. This report is to capture 1 of 3 hypoglycemic events. Related complaint records: (B)(4).

Event description:
It was reported that the login input would not respond. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. The patient stated no low alerts occurred on her (B)(6) app. She experienced three hypoglycemic events on three different days. She was hypoglycemic unaware and did not wake in time to prevent or treat one of the three events. Her husband provided juice for one event, she was able to self-treat for the other events. She reported on-going issues with having to uninstall and reinstall her app and receiving alerts. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.